Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were explanted due to pocket erosion and infection approximately three months post-implant. No additional adverse patient effects were reported.